Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an open biceps tenodesis, when trying to clear the bone tunnel for q-fix technique by retracting and progressing drill, the latter was stuck/fused to the drill guide and was unable to be removed from it. Although there was not any fragmentation, the pieces broke inside of the patient. After easily removing all pieces from the patient, a new disposable drill kit was opened and used, in the same bone hole, to complete the procedure. Surgery was not significantly delayed. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. The relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number 2027027 found no non-conformance's or anomalies during manufacturing process related to the reported event. A complaint history review found related failures. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force on drill. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.